Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on an unknown date due to an unknown reason. The surgeon had difficulty placing the liner in the cup. Attempts have been made an no further information has been provided.

Manufacturer narrative:
Malfunction only, no adverse event. Complaint sample was evaluated and the reported event was confirmed. Indentations were observed on the outer radius that indicates the locking ring or the liner was not properly aligned while the liner was being implanted. Damage was observed on multiple scallops that also indicate the liner was out of alignment during impaction. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.